Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a malfunction of "battery discharge is less than alarm threshold" was confirmed by baxter personnel during product evaluation. The root cause was assigned to faulty main batteries. The main batteries and battery harness were replaced to correct this condition. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Additional information: this device is an unremediated colleague pump with a user interface module software version of 5.04.00.

Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with a condition of "battery discharge < alarm threshold;" this condition had the potential to interrupt delivery. It is unknown when this event occurred. The facility representative stated that there was no patient involved; there were no reports of patient injury or medical intervention or adverse reaction in association with this event. No additional information is available. The user interface module master software version is unknown at this time.